Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump would not go to higher rpms during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump would not go to higher rpms during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 console for 5 pump. The incident occurred in fresno, california. This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility for investigation. The service representative confirmed the reported issue and identified the root cause to be the magnets of cover were lodged between one of the roller and pump head occluder. The pump was replaced with a different pump from the customer¿s inventory. The new pump function normally when turned on and the rpm's turned up. The affected pump was returned to livanova (B)(4) for repair. This is a known issue. Livanova (B)(4) has initiated a CAPA for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the issue.